Event description:
It was reported that the device will not charge when the energy is selected and the charge button is pressed. It was also reported that the device will turn off when the customer lets go of leads select. There were no reports of pt use associated with this event.

Manufacturer narrative:
The customer indicated that after troubleshooting the device it was observed that the quick-combo connector was faulty. The connector was replaced and the device operated properly. The unit has now been placed back into service. The removed connector will not be returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.